Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient called to report there was driveline (dl) cable sheath damage around an area that was previously repaired due to wear and tear. The previously repaired area was found to have failed at the junction of the dl and the dl strain relief. Removal of the previous repair revealed the original damage to the outer sheath and the end of the dl strain relief. No damage to the inner lumen or individual wires noted. A dl sheath repair was performed, and the dl remains in use. No patient complications have been reported as a result of this event.